Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'downstream occlusion when trying to run meds' which was reproduced through troubleshooting of the device during 400 ml/ hr flow testing for 5 minutes. A review of the event history log identified multiple 'downstream occlusion!' Messages. The reported condition was verified. The cause was determined to be an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion when trying to run medicines. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.